Manufacturer narrative:
This report represents the reported five (5) life-threatening bleeding. Additional details of these events are not available, including source of the bleeding and time of the events. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, there is insufficient information to determine the cause of the reported life-threatening bleeding. The authors did not specify to which of the devices used during the tavr procedure these events were associated. In this case, the physician declined edwards request for additional information for this article. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A medical journal published a (B)(4) single-center retrospective study of all transfemoral tavr performed from (B)(6) 2012 to (B)(6) 2014 were compared for short-term outcome according to varc-2 definitions and 1-year survival. The aim of this study was to evaluate whether changing from a first-generation valve to a second-generation valve could be performed safely without affecting outcome for the patients. A total of 100 patients were included in this study, where 47 received the edwards sapien valve (40 sapien xt and 7 sapien 3 valves). The following events occurred in the sapien group during the study period: 3 permanent pacemaker (ppm) implantation, 5 life-threatening bleeding, 3 major vascular complications, and 1 annular rupture. The patient that suffered the aortic annular rupture was converted to open heart surgery but could not be saved. The author declined to provide additional information.

Manufacturer narrative:
This is one of four reports being submitted for this case. Please reference manufacturer report no. 2015691-2017-00344, 2015691-2017-00347, 2015691-2017-00348. Reference: bjursten, henrik, et al. "The safety of introducing a new generation tavr device: one departments experience from introducing a second generation repositionable tavr." Bmc cardiovascular disorders 17.1 (2017): 25.